Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158.

Event description:
The healthcare provider (hcp) along with the patient, reported the patient's blood glucose (bg) levels rose to 24 mmol/l (432 mg/dl) and the patient was admitted to the intensive care unit with diabetic ketoacidosis (dka). Symptoms reported include vomiting, nausea, extreme chest and back pain. The hcp reported the personal diabetes manager (pdm) is not functioning properly. The patient alleges the pdm system is too old and is the cause of the high bg levels. The pod was replaced at the hospital but the bg levels did not lower. The patient was treated with painkillers, insulin, glucose, potassium, water and salt intravenously. The patient was discharged the following evening once the bg levels decreased to 16 mmol/l (288 mg/dl). The next day, the bg levels began increasing and patient was admitted to the hospital again. A new pod was applied at the hospital and the patient was given medication to lower the values. The patient was reportedly very sick at the time and does not recall what was specifically given. The patient was hospitalized for a total of 3 days. A new pdm and 2 replacement pods were sent to the patient. The patient must use insulin injections until the new pdm arrives.